Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation observed the reported system error 322 when loading a set, caused by a failed lower auxiliary. The failed lower auxiliary assembly was replaced. The software was upgraded per the approved remedial action activities. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.

Event description:
It was reported that a spectrum infusion pump was alarming system error 322. It was also reported that there was no patient involvement.